Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was unknown. It was also reported that the customer quit using the insulin pump and returned it to the hospital and began using manual injections instead. The customer requested a replacement device. No further details were provided.

Manufacturer narrative:
All of the buttons functioned properly and no damage on the keypad assembly. Inspected the connector on the lcd and no unlock keypad connector. However, the insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.